Manufacturer narrative:
(B)(4). Date sent: 2/25/2022. D4 batch #: v9614x. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? The jaw was completely detached from the device investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Event could not be confirmed as the pad was not returned detached. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: v9614x. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynecological procedure a white part of the jaws (white pad) broke. The broken part has been recovered. The surgeon is not sure to have remove the white part of the device. No patient consequence.